Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer is using an iport and is having high blood glucose. Per the customer's mother the customer received the iport as sample, this is the first time using it and that the site does not look damage and fully inserted into the skin however, after the iport was removed found the cannula was bent. The product will be returned for analysis.

Manufacturer narrative:
The case-(B)(4) was reported in error.